Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine and clonidine for non-malignant pain. It was reported that the handset was lagging at 90% for about 5 minutes. Clearing the data was reviewed and the patient was assisted with clearing the data. The patient was then able to connect to the pump without any lag. The patient will call back if further assistance is needed. When asked for the event date, the patient said that they had done this probably about 4 times now (clearing the handset data) and that it had been a while and was maybe about 6 months ago when the issue first started. Additional information was received from the patient reporting that their software version on their personal therapy manager (ptm) was 2.0.1700.

Manufacturer narrative:
Continuation of d10: product ID: hh90t01, serial# (B)(6), product type mobile platform product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.